Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  pt reported the recharger antenna (rtm) paddle would not connect to their neurostimulator (ins) to recharge battery. Pt stated they spoke with their rep who instructed them to contact pats. Pss noted pt was implanted 6 days ago on (B)(6) 2022 explaining to pt swelling/fluids in/or (as well as, healing process) around implant site could possibly interfere with connection/communication. Pt said yesterday was the first time they had recharged the ins. Pt said they were prompted to reposition antenna so when they did it worked but today the controller (ptm) screen did not give an option. According to the patient's description it appeared to pss the ptm was not recognizing the rtm. Pss had pt reset ptm and attempt a recharge session. Pt said battery low [66] displayed on the ptm screen and then recycled back to the home screen after pt selected ok. Pt then said they were seeing the batteries [49] screen with ptm 90% <(>&<)> ins low. Patient did not detect any visible damage to rtm connector plug/pins or ptm connector port. Pt denied recharging antenna getting hot. Pss had pt reset ptm a second time and then tried forcing prm but was unsuccessful. The issue was not resolved.